Event description:
A high glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified high readings on the adc device compared to readings obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced a loss of consciousness and had contact with a non-healthcare professional (aunt) who provided maple syrup for treatment. There was no report of death or permanent impairment associated with this event. Reportedly, an adc device reading of 73 mg/l was compared to a reading of 28 mg/dl obtained on a competitor brand meter. When plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. In addition, an adc device reading of 150 mg/dl was compared to a reading of 42 mg/dl obtained on a competitor brand meter. When plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 3 days. It is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.